Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, recurrence, dyspareunia, organ perforation. The plaintiff also experienced pelvic pressure, hemorrhoids, fecal incontinence, unable to control passing gas, urinary loss preceded by a sudden urge, without sensory awareness, increased urinary frequency, feelings of urinary urgency which are sudden, urinary loss of control, erosion, vaginal atrophy and urinary tract infection. It was also reported that the plaintiff experienced discomfort, dysuria, emotional distress and a product problem. Furthermore, it was also reported that the plaintiff died due to sepsis and urinary tract infection.